Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-03432, 1627487-2019-10111. It was reported that the patient underwent an MRI procedure on (B)(6) 2019. The device was not placed into MRI mode prior to the procedure and the patient experienced uncomfortable stimulation following the MRI. Diagnostic testing was performed and impedances were in normal range. Follow-up information indicated that the reprogramming was able to resolve the issue.